Event description:
User reports an issue with discrepant troponin results when performing a correlation study. Thirty-two examples provided: sample 1 initial result <0.01ng/ml, repeat 0.015ng/ml. Sample 2 initial result 1.19 ng/ml, repeat 0.042 ng/ml. Sample 3 initial result 0.588 ng/ml, repeat 0.826 ng/ml. Sample 4 initial result 0.030 ng/ml, repeat 0.019 ng/ml. Sample 5 initial result 3.19ng/ml, repeat 2.10ng/ml. Sample 6 initial result 0.061ng/ml, repeat 0.041ng/ml. Sample 7 initial result 0.022ng/ml, repeat <0.010ng/ml. Sample 8 initial result 12.19ng/ml, repeat 0.399ng/ml. Sample 9 initial result 4.63ng/ml, repeat 03.03ng/ml. Sample 10 initial result 6.41ng/ml, repeat 4.93ng/ml. Sample 11 initial result 5.46ng/ml, repeat 3.86ng/ml. Sample 12 initial result 6.74ng/ml, repeat 5.43ng/ml. Sample 13 initial result 0.039ng/ml, repeat 0.023ng/ml. Sample 14 initial result 0.168ng/ml, repeat 0.128ng/ml. Sample 15 initial result 0.529ng/ml, repeat 0.403ng/ml. Sample 16 initial result 0.107ng/ml, repeat 0.074ng/ml. Sample 17 initial result 23.07ng/ml, repeat 18.39ng/ml. Sample 18 initial result 11.86ng/ml, repeat 9.27ng/ml. Sample 19 initial result 17.17ng/ml, repeat 12.96ng/ml. Sample 20 initial result 9.42ng/ml, repeat 6.79ng/ml. Sample 21 initial result 8.95ng/ml, repeat 6.74ng/ml. Sample 22 initial result 9.12ng/ml, repeat 6.73ng/ml. Sample 23 initial result 11.28ng/ml, repeat 8.37ng/ml. Sample 24 initial result 8.54ng/ml, repeat 6.43ng/ml. Sample 25 initial result 12.35ng/ml, repeat 9.39ng/ml. Sample 26 initial result 6.74ng/ml, repeat 5.00ng/ml. Sample 27 initial result 9.09ng/ml, repeat 7.01ng/ml. Sample 28 initial result 5.03ng/ml, repeat 4.05ng/ml. Sample 29 initial result 5.01ng/ml, repeat 3.62ng/ml. Sample 30 initial result 4.82ng/ml, repeat 3.83ng/ml. Sample 31 initial result 6.34ng/ml, repeat 4.70ng/ml. Sample 32 initial result 5.06ng/ml, repeat 3.32ng/ml. Results were used for correlation study only. Field service representative determined root cause to be partially blocked sample path and replaced the sipper tubing, sipper probe and measuring cell. Performance tests were performed which were within specification.